Event description:
It was reported via repair work order that the zoom drive would go too fast due to damaged load cell weldment and would surge while in steer due to malfunctioned csi box. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.